Event description:
(B)(4). I had the device placed in (B)(6) 2014. In (B)(6) 2014, my toes began getting cold. It progressed quickly over the next few months until they were so cold it was extremely painful. By (B)(6) 2015, my right hand and fingers were also beginning to get colder than average. I was diagnosed with reynaud's syndrome. In (B)(6) 2015, I started noticing an increase in sweat, particularly in the inner thigh/groin area. In (B)(6) 2015, I began to have severe, sharp, abdominal pain. I had an ultrasound to check for a hernia, but no hernia was found. The pain has increased to the point that I have difficulty walking when it flares up. In (B)(6) 2015, my eyes began getting very dry. I went to an eye doctor and they couldn't find a reason for the dryness, although they could see that it was bad. At the worst, I was using thick eye drops every 20 minutes. At this point, I use drops about 3 times each day. In (B)(6) 2015, I began get light headed and dizzy on a regular basis. From then on until now, I black out every time I stand up after sitting down for at least ten minutes. It takes about 30-45 seconds to regain vision and balance. The device was paid for by (B)(6).